Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump accuracy test failed multiple times during preventative maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. During functional flow accuracy testing, the accuracy testing failure was reproduced; the device over-infused. After performing a thermistor calibration per the manual, flow accuracy testing was repeated and the device met specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was related to the thermistor out of calibration. The thermistor was recalibrated to resolve this issue. Should additional relevant information become available, a supplemental report will be submitted.